Event description:
Complainant alleged that while attempting to defibrillate a patient the device displayed a "system fault 138" message. The clinician indicated that they were able to discharge by continuously pressing the "analyze" button. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.